Event description:
After pre-dilation with a ptca balloon, an s7 stent delivery system was inserted, however, was unable to cross the target lesion. During removal, the stent dislodged and was successfully removed from the patient. After additional pre-dilation of the lesion, a 3.0mm diameter by 15mm length s7 stent delivery system inserted. The stent was not able to cross the target lesion, therefore, it was pulled back in the artery. Upon removal, the stent dislodged from the delivery balloon when the stent was pulled into the guide catheter at the femoral sheath. The stent remains in the patient arterial vasculature with no sign of distal occlusion. The target lesion was subsequently treated with another manufacturer's stent. The patient was reported to be fine post procedure and there was no additional clinical sequelae related to the event. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter during removal. Separate medwatch reports have been submitted for each device involved in this event.